Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product unk emprint ant, unknown emprint antenna (lot#: unknown); unk emprint ant, unknown emprint antenna (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a case series study was aimed to describe maternal and neonatal outcomes after implementing microwave ablation for selective fetal reduction in complicated monochorionic pregnancies and analyze the procedure¿s success rate. There were 21 complicated monochorionic pregnancies that underwent the study between may 2021 and may 2022 with the emprint sx ablation platform, and a 20cm covidien cooled jacket antenna that was inserted percutaneously. Fetal bradycardia occurred universally during initial ablation. Two pregnancies ended with intrauterine fetal demise (iufd). No maternal complications were observed. Unrelated neonatal outcomes included transient tachypnea of the newborn, preterm birth, hyperbilirubinemia, sepsis, uti and nicu admission.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.